Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle hub separated and stayed in the shield. . The following information was provided by the initial reporter: spouse of consumer reported needle hub separated and stayed in the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: customer returned one sealed polybag with ½ ml ¿ 31 g syringes. It was reported by the consumer that needle hub separated. During visual inspection without opening the polybag was noticed that some shields with hubs stuck in it were separated from the syringes. The bag was then opened and was confirmed that 8 of the syringes had the hubs separated and stuck into the shield. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. A review of the device history record was completed for batch# 2129949. All inspections and challenges were performed per the applicable operations qc specifications. A definitive root cause cannot be determined.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle hub separated and stayed in the shield. The following information was provided by the initial reporter: spouse of consumer reported needle hub separated and stayed in the shield.